Manufacturer narrative:
The humidifier holder was returned for investigation. The humidifier holder arm was angled from the plate intended to be inserted into the rail clamp mounted on the ventilator carrier. One of the fastening screws had fallen off. The consequence of this kind of mechanical damage is that the humidifier starts to lean and, in a worst case scenario, falls off the ventilator carrier. The humidifier holder has most likely been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the humidifier holder broke. There was no patient harm. Manufacturer's ref #: (B)(4).